Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional fracturing during the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: the device was received and exhibits signs of repeated use and has fractured lateral side. All parts returned. Review of the device history record and receiving inspection report identified no deviations or anomalies. The device had an approximate field life of four (4) years and one (1) months with an unknown frequency of use. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. This device is used for treatment. The complaint is considered confirmed as the returned tasp was fractured. A previous investigation into this issue determined that the likely root cause for the device fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6)2014 to provide additional clarifications relating to the instructions for use of the device construct for all persona users on file at the time of the field notice. Persona articular surface provisional (tasp) top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Reported information states that the surgeon was using a hand to impact the tasp into a tight knee. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The previous investigation also identified instrument misuse as a contributing cause. The root cause is considered to be a user error possible misuse. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.